Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy procedure, the 1st firing to pulmonary parenchyma was successful. At the second firing, the surgeon could not fire the device. The surgeon was able to press the green button and could partially squeeze the handle. They replaced the device with a new handle and a new cartridge, and the firing was continued. Oozing bleeding occurred as a result of the issue. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.